Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 312 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3.5 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector, which likely lead to the reported complaint of a weak/dim aiming beam. Additionally, the exposed glass tip had normal degradation. It is likely that procedural handling of the device during set-up contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the urinary tract performed on an unknown date. Reportedly, the laser unit used was a lumenis p100 watt laser console. According to the complainant, during procedure, the laser fiber was recognized however, the aiming would not activate. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.